Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: it was noted during unpackaging that dried blood and contrast were present on the outer and inner surfaces of the device. The device was prepped according to the dfu, and a new inflation device filled with water was connected to the inflation port to inflate the device. When positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon 2 cm from the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified common iliac artery. During the first inflation with a 6.0mm x 60/135 sterling monorail balloon catheter, the balloon ruptured at 4 atms. The procedure was completed with a 8.0mm sterling balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous peripheral treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous and calcified common iliac artery. During the first inflation with a 6.0mm x 60/135 sterling monorail balloon catheter, the balloon ruptured at 4 atms. The procedure was completed with a 8.0mm sterling balloon catheter. No patient complications were reported and the patient's status is good.